Event description:
As reported to coloplast, though not verified: the patient with this device experienced urinary incontinence, slow stream, mesh exposure, mesh covered by stone, vaginal atrophy, urge incontinence, left lower quadrant pain and underwent revision of altis sling and cystoscopy. Intraoperative findings included a 3.0 x 1.5 x 0.4 cm suburethral stone encompassing sling mesh from left anterior sulcus to the right. Right sulcus with permanent suture exposure.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, a follow up report will be filed. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
As additionally reported to coloplast, though not verified: the patient with this device also experienced irritation/ pain in the groin/ entrance to the vagina, possible yeast infection, 2.0 x 0.5 cm yellow vaginal mass below urethra [suburethral stone], stress urinary incontinence/ urgency, intrinsic sphincter deficiency.